Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 8, 2021 section d9: returned to manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic and scratches on the optic body was also observed. Based on the return condition of the lens, no further product evaluation could be performed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) was removed and replaced from the right eye of a patient during the same procedure due to the bent/broken haptic. It was noted that a vitrectomy was performed. The lens was cut and removed and a different model, non-johnson & johnson lens was used as a replacement. No further information was provided.